Manufacturer narrative:
Microsensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A sales representative reported microsensors (ID 626638 - microsensor metal bolt kit r) gave inaccurate readings: the sensors were zeroed in operative room with draeger monitors using blood pressure switches, then reconnected ICU to a phillips monitor. After the procedure the value displayed was very high or a "?" Appeared on the screen. After several attempts of monitor reconnection and the patient being not monitored for a couple of hours, the wave appeared, and the signal was okay. In every moment the signal was lost without doing anything with the sensor or with the directlink. The event happened between (B)(6) 2019 and (B)(6) 2020 and led to a significant surgical delay, unknown for how long.